Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the large roller pump log was not provided. This review was based on the system log. On (B)(6) 2019 the arterial (art) pump was set to 2.924 liters per minute (l/min) at 08:56:52 am. At 08:56:56 the pump reported 'underspeed (head < demand)'. The pump was stopped and started at 8:57:03 am from the local interface. Speed was set to 2.017 l/min and three seconds later another 'underspeed (head < demand)' is reported. At 08:58:26 am art was stopped and started again at 08:58:39 am. At 09:01:01 am art speed was set to 3.184 l/min and gets another 'underspeed (head < demand)' three seconds later. When speed was reduced to 0.668 l/min the underspeed clears. Each time higher speeds are set and 'underspeed (head < demand)' was reported. At 9:02:13 am the art pump appears to be disconnected. At 09:41:44 the art pump was reconnected. Only one more 'underspeed (head < demand)' occurs, and then the pump behaves normally. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the customer, they believed the pump was being over-occluded, but wanted a service technician to check the pump and make sure there were no issues. The field service representative (fsr) was unable to duplicate the underspeed alarms. She performed roller to roller adjustment and analyzed system logs. She confirmed the issue was user error due to over occlusion of the tubing. She performed release and verification testing as per procedure and collected the data logs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb)procedure, the pump displayed an "underspeed" alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.